Manufacturer narrative:
(B)(4).

Event description:
It was reported that the cemented tapered reamer would not hold the stem trial securely. The stem trial off but surgeon quickly retrieved it with the stem trial extractor. No surgical delay.

Manufacturer narrative:
Additional narrative: product complaint # ==> pc-(B)(4). Investigation summary ==> functional testing of the returned device confirmed the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> null device history batch ==> null device history review ==> null if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.